Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This pacemaker had lost one year in three months. Analysis showed that the device was high rate atrial sensing which can cause an increase in power consumption. The device also has minute ventilation (mv) sensor on and if signal artifact monitoring (sam) was enabled it could consume an additional 2 to 4 microwatts of power. Clinic may want to consider methods to reduce the frequency of the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial brady mode and turn off the atrial sensing lead. Disk analysis revealed that the patient had atrial fibrillation (af) and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Normal product operation. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This pacemaker had lost one year in three months. Analysis showed that the device was high rate atrial sensing which can cause an increase in power consumption. The device also has minute ventilation (mv) sensor on and if signal artifact monitoring (sam) was enabled it could consume an additional 2 to 4 microwatts of power. Clinic may want to consider methods to reduce the frequency of the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial brady mode and turn off the atrial sensing lead. Disk analysis revealed that the patient had atrial fibrillation (af) and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Normal product operation. As of this time, this device remains in service. No adverse patient effects were reported.